Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since february 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), anxiety ("mental anguish"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary disorder") and cystitis ("bladder infection"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy; cystoscopy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, anxiety, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, vaginal discharge, bladder disorder, vaginal infection, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), anxiety ("mental anguish"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary disorder") and cystitis ("bladder infection"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy; cystoscopy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, anxiety, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, vaginal discharge, bladder disorder, vaginal infection, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Case became serious incident. Surgery "vaginal hysterectomy, bilateralsalpingectomy; cystoscopy" added to pelvic pain and medical significant , ir ticked. Surgery "endometrial ablation" added to event "gen. Abnorm. Bleed"and medical significant ticked. Essure removal details and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.